Manufacturer narrative:
Date sent to FDA: 6/26/2019.

Manufacturer narrative:
Date sent to FDA: 5/8/2020.

Manufacturer narrative:
Date sent to FDA: 5/13/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event.

Manufacturer narrative:
Patient codes: (B)(4) surgical intervention device code: (B)(4)- hernia recurrence occured it was reported that the patient underwent mesh removal on (B)(4) 2016 due to repair of incisional and lysis of adhesions at (B)(6) medical center by dr. (B)(6) . No additional information was provided.